Manufacturer narrative:
Component code = 4756 - aquabeam conformational planning unit (cpu), a re-usable component of the aquabeam robotic system, serves as the primary user interface of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the ultrasound image was not conveyed to the aquabeam conformational planning unit (cpu). Multiple troubleshooting steps were performed; however, the issue persisted. As a result, the treating surgeon made the decision to abort aquablation therapy. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam conformational planning unit (cpu) was returned for investigation. A replacement cpu was provided to the account as part of warranty replacement. No visual defects or anomalies were observed with the cpu. The returned cpu was testing on the qa test system with the associated apogee 2300 complaint. Ultrasound image was generated on the apogee 2300 by connecting a qa trus probe. The ultrasound image could not be translated onto the cpu, confirming the reported failure mode. The returned cpu was replaced with a qa cpu and tested with the associated apogee 2300 complaint. The ultrasound image could be projected on to the qa cpu, indicating that the reported issue was isolated to the returned cpu. The cpu was opened up and the video graphic card inside the cpu was replaced by a known good one and tested on the qa test system. The ultrasound image could be projected on to the qa cpu, indicating that the root cause of the issue is the malfunctioning video graphic card inside the returned cpu. However, the root cause source is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam cpu / lot number 22c00147 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specificiations when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.1 non-sterile: aquabeam robotic system and ultrasound setup · roll installed aquabeam robotic system and trus into operating room. · connect aquabeam robotic system power cable to power source (e.g., wall outlet, etc.). · connect the transrectal ultrasound (trus) to the aquabeam robotic system. Note: aquabeam robotic system is compatible with the minimum ultrasound system requirements stated in section 9.1: hospital required accessories access connection ports on the trus console. Connect the proper end of the video cable to its respective port on trus console. The aquabeam robotic system supports two types of video connection cables: - hdmi-dvi cable which supports hdmi out (trus end) to dvi in (aquabeam robotic system end) - dvi-dvi cable which supports dvi out (trus end) to dvi in (aquabeam robotic system end) connect the dvi end of the video cable to the dvi in port on the back of the conformal planning unit (cpu). Connect ethernet cable to its respective port on the trus console (optional based on ultrasound model). Connect ethernet cable to ethernet port on the back of the cpu (optional based on ultrasound model). Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.